Event description:
Adverse event(s): "endophthalmitis" (endophthalmitis). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported that following intraocular lens (iol) implant surgery, a patient developed endophthalmitis. The lens was explanted and the condition of the patient improved. No other cases of endophthalmitis were reported on the day of this surgery. The causative microorganism could not be determined. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4)